Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The reported symptom was not found related to the reported instrument. The returned instrument does not have a cutting function. Additional finding, which was not related to the reported complaint: the instrument was found to have a stuck grip tip. One of the grip tips was unable to be articulated manually.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the medium-large clip applier had a cutting issue. The procedure was completed with no reported injury.